Event description:
It was reported that this right atrial (ra) lead exhibited over-sensing of the respiratory rate trend signal resulting in an inappropriate atrial tachy response (atr) episode. The over-sensing did not result in pacing inhibition. Additionally, increased pacing impedance measurements were observed. Technical services recommended turning the respiratory rate trend to off. No adverse patient effects were reported. Additional information was received detailing that the pacing thresholds have been increasing and loss of capture was observed. Further information was received that the ra lead was deactivated due to loss of capture (loc). Additionally. Out of range measurements were observed. Technical services (ts) recommended further evaluation of this system. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).